Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (2,000 mcg/ml, 2,035 mcg/day) via an implantable pump for intractable spasticity and head/brain injury. Information received reported the patient was admitted to the hospital with increased spasticity. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The hcp was asked to assess the patient's pump and it was determined that the pump was empty. The reservoir volume was at 3 ml. The hcp refilled the pump with 20 cc of 2,000 mcg/ml baclofen from the hospitals pharmacy. The issue was resolved at the time of this report. The patient's status was alive - no injury.